Event description:
The ICD was returned and analyzed.

Manufacturer narrative:
A replacement procedure has been scheduled. It is unknown if the ICD will be returned for laboratory analysis once it is explanted. No additional information is available. Once any additional information does become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) had reached end of life (eol) after experiencing a charge time above 30 seconds. The battery voltage was 2.36 seconds. Review of the memory found that the device had reached the elective replacement indicator (eri) back in (B)(6) due to extended charge time as well. Boston scientific technical services (ts) was contacted to inquire if therapy is still available. A ts representative discussed that only shock therapy is still available to this patient at this point. No adverse patient effects were reported.